Event description:
An attempt was made to use one nc euphora rx balloon catheter to treat a type a lesion. It was reported that the balloon did not cross into a stent. It was also reported that balloon difficulties occurred, and the device was slow to deflate at the lesion site. A non-medtronic balloon of the same size crossed without issue. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received for analysis. Kinks were evident on the core wire. The balloon was deflated on device return. The balloon passed negative prep. No deformation evident to the distal tip. The balloon was inflated to 12 atm and held pressure with no issues noted. Deflation testing was completed without issue. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.